Manufacturer narrative:
The axium coil has not been returned; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a procedure, a catheter was successfully placed in the acom, but there was a lot of resistance when advancing the guidewire. An axium coil was then advanced which prematurely detached inside the microcatheter, so the complete assembly was taken out of the patient. New devices were attempted without success. Surgery was postponed to a later date. There were no related patient symptoms. The patient was undergoing surgery for treatment of a ruptured subarachnoid hemorrhage with a max diameter of 2.5mm and a neck diameter of 2.6mm. It was noted that the patient had a slight vessel tortuosity. The physician attempted to reposition the coil 3 times prior to the premature detachment. A continuous flush was used.

Manufacturer narrative:
The axium prime implant coil was returned broken and stuck within the micro catheter body. The axium prime coil pushwire was found to be kinked. The detachment element was found to be intact. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be present. The axium prime implant coil was then flushed from the echelon micro catheter. The implant coil was found to be broken, stretched and damaged. The polypropylene filament was found to be broken. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil could not be used for testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿pusher kink/broke¿ was confirmed as the axium implant coil pushwire was found to be kinked. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Per axium prime coil IFU (instructions for use): ¿axium prime coils should be delivered through a micro catheter with a minimum inside diameter of 0.0165¿-0.017¿ with two separate marker bands. Therefore, the echelon-10 micro catheters were found to be compatible for use with the axium prime implant coil. Per axium detachable coil IFU (instructions for use): ¿axium detachable coils should be delivered through a micro catheter with a minimum inside diameter of 0.0165¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.